Event description:
On (B)(6), 2023 a surgeon was placing an electrode and noticed one of the contacts fell out during implantation. The surgeon immediately removed the electrode from the patient's head. This delayed the procedure for 20 minutes. The patient will require an additonal skull x-ray to determine where the lost contact is located. An additonal procedure may be required.

Manufacturer narrative:
The explant of the electrodes has not occurred, therefore the results are pending per an additional skull x-ray to determine and confirm the loss of the contact presumed inside the patient's head.

Event description:
On (B)(6) 2023 a surgeon was placing an electrode and noticed one of the contacts fell out during implantation. The surgeon immediately removed the electrode from the patient's head. This delayed the procedure for 20 minutes. The patient will require an additional skull x-ray to determine where the lost contact is located. An additional procedure may be required.

Manufacturer narrative:
The explant of the electrodes has not occurred, therefore the results are pending per an additional skull x-ray to determine and confirm the loss of the contact presumed inside the patient's head. Updated 11/8/2023: the product return evaluation confirmed the electrode lost a contact, but unclear if the component is in the patient. Ad-tech was notified on 10/31/2023 that the patient had decided not to return for the follow up procedures. As a result, no imaging to confirm the contact was left in the patient will be conducted. The calculated occurrence level matches the occurrence level present in the risk file and the resulting risk level will remain "acceptable". No further action is needed.